Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign distributor via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable infusion pump. It was reported a pump refill procedure did not go well. The doctor refilled the pump with baclofen, then, after a few hours, the patient went into a coma. It was indicated the doctor refilled the pump itself and not outside in the abdominal area, as they had refilled the pump first then aspirated the drug back into the syringe for confirmation, then refilled it back into the pump. The patient was intubated and the pump was programmed to minimal rate. Later, they checked the pump and it was showing empty with no drug. On (B)(6) 2021, the patient was extubated. The patient was in recovery and would be transmitted to another advanced hospital for better follow-up. Further complications were not reported. Additional information was received. The event occurred on (B)(6) 2021. It was reported "due to the fact that the problem happened after four years from implantation date, we suspected to human failure the most, since surgeon filled the pump with normal saline next day and the rate of normal saline releasing is ok after 2 weeks. We were also suspected of leakage which was ruled out after acceptable flow of normal saline in next couple of days which was tested by aspirating the residual normal saline and compare it with the pump program."